Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was received poorly packaged within the (B)(6) large box and the product packaging was damaged. The neuron max was kinked and ovalized along its length. Conclusions: evaluation of the returned devices revealed that they were kinked and ovalized in multiple locations along their lengths. Due to the condition in which the devices were returned to penumbra, the cause of the damage cannot be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01883.

Event description:
During preparation for a medical procedure, the hospital staff noticed a kink or crease on two neuron max 6f 088 long sheaths (neuron max''s) upon removal from their packaging. The kinked neuron max''s were found prior to use and therefore, were not used in the procedure. The procedure was completed using a new neuron max.